Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. The patient was experiencing a loss of therapy around august 21 and had two falls in september. It was stated the deep brain stimulator was not working. The patient allegedly felt like they did before getting the device. The ins was on and okay at the time of this report. The patient did not have the ability to change amplitude and their health care provider (hcp) had not given them instruction to adjust stimulation.